Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. There was no known patient injury or medical intervention associated with this event. The device was tested and setup with the top of a 0.9% sodium chloride bag 24 inches from the center of the pump on an intravenous pole. The pump stopped and displayed 1000ml infused but only 950ml, 890ml, 890ml were pumped into the graduated cylinder for the three bags being tested. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.